Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading multiple cartridges with insulin. Cold insulin had been used. There was no reported impact to the customer's blood glucose level. It was recommended that room temperature insulin should be used.